Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the procedure, upon interrogation of the implanted loop recorder it was noted that the battery was not at full capacity. It had been interrogated previously on (B)(6) 2020 but not implanted. There were no patient consequences.

Manufacturer narrative:
Session record showed that device had exited shipped setting when it was interrogated the first time, and the battery status bar is consistent with battery usage after device exiting ship setting. Further analysis performed indicated normal device characteristics. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.